Manufacturer narrative:
DHR, quality notification and maintenance analysis records were reviewed and no occurrences potentially related to the defect were observed. The sample sent by the customer were verified and it was possible observe foreign matter ¿ silicone visible. The potential cause for the problem is failure at syringe lubricant system at assembly machine. The defect identified by this complaint will be monitored to trend analysis.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok had foreign matter inside it.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe luer-lok¿ had foreign matter inside it.